Event description:
It was reported the balloon will not deflate before use. The nurse was unsure if the syringe was removed to deflate the balloon; however, the nurse did indicate that the balloon would not deflate when she attempted to deflate the balloon at a later time and at that time the syringe was removed. There were no patient complications.

Manufacturer narrative:
The device was not returned for evaluation; multiple attempts were made to retrieve the device. The complaint could not be confirmed without evaluation of the unit. A review of the manufacturing records indicated that the product met specifications upon release. The IFU provides the following guidance for deflation: "passively deflate the balloon by removing the syringe from the gate valve." Although the circumstances of use are not known in this case, device handling may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.